Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would turn off and alarm motor error. Blood glucose was 480 mg/dl at the time of the incident. Customer treated with needle. The customer stated the battery cap was stripped and sometimes it will not open nor close. It was explained to customer the possible causes of blank display. The customer also reported. That the escape button was unresponsive. Customer declined troubleshooting for the motor error alarm. Customer was advised that the replacement request for the device has been submitted. The insulin pump will not be returned for analysis.